Event description:
It was reported that the patient had a small hole in the skin that would not heal. The patient underwent a wound exploration and debridement procedure. The patient was doing well postoperatively. The implanted devices were not touched during the procedure.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.